Event description:
Hill-rom rec'd a report from the account stating nurse call was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.